Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 (symptoms not provided), and a peritoneal effluent fluid culture and cell count (wbc = 456 u/l) were collected. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) ceftazidime (dose, frequency, duration not provided). The patient¿s peritoneal effluent culture result returned positive for citrobacter braakii on (B)(6) 2025, and the patient¿s antibiotics were continued. The patient has recovered from the serious adverse events and continues to undergo ccpd while at home utilizing the same liberty select cycler without reported issue. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The follow-up cell count wbc result collected on (B)(6) 2025 was 341 u/l, and on (B)(6) 2025 the wbc count decreased further to 10 u/l.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, which warranted antibiotic therapy. The cause of the peritonitis is unknown; therefore, causality could not be established. Despite the lack of causality, the pdrn stated the peritonitis event was unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The citrobacter species are a group of gram-negative bacilli belonging to the family enterobacteriaceae and are frequently found in water, soil, food, and the intestinal tracts of animals and humans. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as the patient continues to utilize the same liberty select cycler without reported issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 (symptoms not provided), and a peritoneal effluent fluid culture and cell count (wbc = 456 u/l) were collected. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) ceftazidime (dose, frequency, duration not provided). The patient¿s peritoneal effluent culture result returned positive for citrobacter braakii on (B)(6) 2025, and the patient¿s antibiotics were continued. The patient has recovered from the serious adverse events and continues to undergo ccpd while at home utilizing the same liberty select cycler without reported issue. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The follow-up cell count wbc result collected on (B)(6) 2025 was 341 u/l, and on (B)(6) 2025 the wbc count decreased further to 10 u/l.